Event description:
It was reported that the target lesion was located in the right external iliac artery with moderate calcification. No resistance was noted during advancement of the absolute pro stent. During deployment of the stent, the stent moved and landed in the aorta. During the attempt to retrieve the stent, the stent implant became separated and only a portion of the stent was retrieved. An additional unspecified stent was implanted over the separated piece of the stent. The target lesion was treated with ballooning and implantation of a non-abbott stent. The final patient outcome is reported to be good. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulties were unable to be confirmed as the stent had already been deployed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.